Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The insulin pump had a missing end cap sticker. The insulin pump also had a cracked reservoir tube and battery tube threads.

Event description:
It was reported that the customer wore the insulin pump during an MRI scan, and received a motor error alarm. Could not conduct the displacement test as the caller did not have any supplies for the insulin pump. Advised the caller that the insulin pump would be replaced. Nothing further was reported.